Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer having high lblood glucose, no delivery alarm and issue with the tape sticking to the inside of the qs serter of the insulin pump. The customer blood glucose level was 200 mg/dl. The customer is new to using the insulin pump. The customer hung up white waiting to be transferred to the help line. The customer will call back when she gets home.